Event description:
Reporter alleged blood glucose measured higher than normal lately, so customer went to the doctor as a result. Customer stated his meter read 217 mg/dl compared to the doctor's measurement of 90 mg/dl when testing was performed 5 minutes apart. No actions were taken or treatment received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.